Event description:
The unit was in use when seh smelled a strong burning odor. She then observed flames shooting out the back of the unit. The facility engineering dept was notified. Engineering opened the lower access door and saw glowing wires inside the unit. A fire extinguisher was used to extinguish the fire. The equipment was removed from the dept.

Manufacturer narrative:
Steris evaluated the returned unit and found that wire insulation and the lower limit switch lid of the main wire harness were burned. The wires most impacted appear to be those involving or nearest to the lower limit switch lid. Certain wire connectors (a/k/a/ "butt splices") in this area could get wet during removal of the instrument tray from the tank. When wet, the butt splices can heat-up over time potentially causing a breakdown in the insulation and, eventually, increased heat near the limit switch.